Manufacturer narrative:
Updated fields: h6 (investigation findings). A getinge field service engineer (fse) evaluated the unit and replaced the pressure and vacuum drive regulators. Calibrated drive and vacuum pressure. Let device run at 100bpm to see if over temp alarm would come back. Replaced the pressure and vacuum transducers. Verified unit calibrated and passes all functional and safety tests per factory specifications. The reported problem was not duplicated or verified. Going to let this device run for the next few days at 130bpm. After running this device for 5 consecutive days and ambient temp reading below 72*f. Device is being returned to service. The defective components were received for further investigation. The failure analysis and testing dept. Received pressure and vacuum transducers qty:2 and p vacuum drive regulators qty: (B)(4) with a reported unit failure of a system over temperature. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number: 0070-00-0639 revision r. No failures confirmed. Retaining the parts in the failure analysis and testing department per procedure number: (B)(4) rev. Ar. The non-conformance's with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a system overtemperature. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes & investigation conclusions), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of system overtemperature. There was patient involvement, and no adverse event was reported. A getinge field service engineer (fse) evaluated the unit and replaced the pressure and vacuum drive regulators. Calibrated drive and vacuum pressure. Let device run at 100bpm to see if over temp alarm would come back.replaced the pressure and vacuum transducers. Verified unit calibrated and passes all functional and safety tests per factory specifications. The reported problem was not duplicated or verified. Going to let this device run for the next few days at 130bpm. After running this device for 5 consecutive days and ambient temp reading below 72*f. Device is being returned to service.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).